Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed oozing sores on their back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing the device until the skin irritation healed. Follow up indicated that the skin irritation improved.